Event description:
Additional information received indicated that programming changes were made to resolve the event.

Event description:
Additional information received indicated that patient presented in clinic for follow-up. A device interrogation revealed that their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. Programming changes were made. The patient had no consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited noise oversensing. No intervention was performed. Patient had no consequences.

Event description:
Additional information received indicated that the ICD was explanted and replaced.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) reexhibited noise oversensing. Additional intervention was not performed. The patient had no consequences.